Manufacturer narrative:
Approximate age of device ¿ 2 years. Device evaluation: a section of the distal portion of the driveline, approximately 12 inches long, was returned for evaluation. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual examination of the underlying wires revealed a breach to the yellow wire adjacent to the metal connector. This breach appeared to be the result of abrasion against the braided shield as well as repetitive flexing in this area. The driveline was submerged in a saline bath for hipot testing to check for current leakage through the wire insulation, and no additional breaches to the insulation of the wires were identified. If the exposed conductors of the yellow wire had contacted the braided shield while the patient was operating on tethered power, the resulting short to ground would have caused the captured alarm events. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted for pump stoppages on (B)(6) 2015. The patient stated that the pump had been turning off intermittently since (B)(6) 2015. It was reported that there were several areas of breakdown on the driveline, including wires completely exposed at the metal connector to the system controller. The pump stoppages reportedly did not occur when the system was supported by battery power, or when connected to the power module with an ungrounded patient cable. The patient was asymptomatic. It was reported that the patient's inr was good on (B)(6) 2015. On (B)(6) 2015, evaluation of x-ray images showed damage to the driveline. A distal driveline repair was performed. After the repair, the driveline passed testing.